Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported to customer support that the patient passed away due to peritonitis. Upon follow up, the pdrn stated the patient was initially seen in the outpatient pd clinic on (B)(6) 2023 for symptoms of abdominal pain, cloudy pd effluent and nausea. The patient had a pd culture obtained which grew the bacteria species acinetobacter. The patient was initiated on intra-peritoneal (ip) antibiotics (medication not provided) on an outpatient basis. Per the pdrn, the patient¿s symptoms were not improving and was advised to go to the hospital, but the patient refused. Subsequently, on (B)(6) 2023, the patient passed away. The pdrn stated the patient was not connected to the cycler and was not in pd treatment when they expired. Details surrounding the death were not provided and it was stated the patient was found deceased by the patient¿s contact in their home. The pdrn stated there were no fluid leaks or any issues with fresenius products in relation to the peritonitis event. The pdrn stated the peritonitis was related to breaches in infection control in the patient¿s home/during pd treatments. Moreover, the pdrn stated the death was not related to fresenius products and provided the death was due to several underlying medical issues including peritonitis, cancer and other unspecified health issues. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported to customer support that the patient passed away due to peritonitis. Upon follow up, the pdrn stated the patient was initially seen in the outpatient pd clinic on (B)(6) 2023 for symptoms of abdominal pain, cloudy pd effluent and nausea. The patient had a pd culture obtained which grew the bacteria species acinetobacter. The patient was initiated on intra-peritoneal (ip) antibiotics (medication not provided) on an outpatient basis. Per the pdrn, the patient¿s symptoms were not improving and was advised to go to the hospital, but the patient refused. Subsequently, on (B)(6) 2023, the patient passed away. The pdrn stated the patient was not connected to the cycler and was not in pd treatment when they expired. Details surrounding the death were not provided and it was stated the patient was found deceased by the patient¿s contact in their home. The pdrn stated there were no fluid leaks or any issues with fresenius products in relation to the peritonitis event. The pdrn stated the peritonitis was related to breaches in infection control in the patient¿s home/during pd treatments. Moreover, the pdrn stated the death was not related to fresenius products and provided the death was due to several underlying medical issues including peritonitis, cancer and other unspecified health issues. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient¿s peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty cycler set was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Moreover, the patient¿s pd culture yielded growth of the organism acinetobacter which has been implicated in peritonitis from breach in aseptic techniques. Therefore, based on the reported information, the patient¿s peritonitis is likely attributed to a breach in aseptic technique during the pd exchange/ in patient¿s home. Furthermore, there is no allegation nor any objective evidence that a device malfunction or product deficiency was associated with the patient¿s subsequent death. The patient was not in a pd treatment when they expired. The patient was medically advised to seek further evaluation prior to death due to symptoms of peritonitis not improving. However, the patient declined to go to the hospital. Additionally, the patient¿s nurse provided that the patient had several underlying health issues including cancer which were cofactors in the patient¿s death.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported to customer support that the patient passed away due to peritonitis. Upon follow up, the pdrn stated the patient was initially seen in the outpatient pd clinic on (B)(6) 2023 for symptoms of abdominal pain, cloudy pd effluent and nausea. The patient had a pd culture obtained which grew the bacteria species acinetobacter. The patient was initiated on intra-peritoneal (ip) antibiotics (medication not provided) on an outpatient basis. Per the pdrn, the patient¿s symptoms were not improving and was advised to go to the hospital, but the patient refused. Subsequently, on (B)(6) 2023, the patient passed away. The pdrn stated the patient was not connected to the cycler and was not in pd treatment when they expired. Details surrounding the death were not provided and it was stated the patient was found deceased by the patient¿s contact in their home. The pdrn stated there were no fluid leaks or any issues with fresenius products in relation to the peritonitis event. The pdrn stated the peritonitis was related to breaches in infection control in the patient¿s home/during pd treatments. Moreover, the pdrn stated the death was not related to fresenius products and provided the death was due to several underlying medical issues including peritonitis, cancer and other unspecified health issues.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported to customer support that the patient passed away due to peritonitis. Upon follow up, the pdrn stated the patient was initially seen in the outpatient pd clinic on (B)(6) 2023 for symptoms of abdominal pain, cloudy pd effluent and nausea. The patient had a pd culture obtained which grew the bacteria species acinetobacter. The patient was initiated on intra-peritoneal (ip) antibiotics (medication not provided) on an outpatient basis. Per the pdrn, the patient¿s symptoms were not improving and was advised to go to the hospital, but the patient refused. Subsequently, on (B)(6) 2023, the patient passed away. The pdrn stated the patient was not connected to the cycler and was not in pd treatment when they expired. Details surrounding the death were not provided and it was stated the patient was found deceased by the patient¿s contact in their home. The pdrn stated there were no fluid leaks or any issues with fresenius products in relation to the peritonitis event. The pdrn stated the peritonitis was related to breaches in infection control in the patient¿s home/during pd treatments. Moreover, the pdrn stated the death was not related to fresenius products and provided the death was due to several underlying medical issues including peritonitis, cancer and other unspecified health issues. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.